Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was a bluetooth pairing failure. No additional patient or event information is available. Data was provided for evaluation. The reported bluetooth pairing failure was not confirmed via data. However, data evaluation did confirm a transmitter failure. The root cause could not be determined post-investigation. Based on the investigation results of transmitter failure, this issue has been upgraded from non-reportable to reportable. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. Performed voltage test and unit failed as it has no voltage. Performed share log review and found no issues related to customer complaint. The reported event of low transmitter battery was not confirmed. A root cause could not be determined.